Event description:
It was reported that the pt was explanted due to (B)(6) infection. Per the surgeon and audiologist, the infection was so severe, the electrode could be viewed in the ear canal. The surgeon does not believe the infection was due to an abnormality of the device, but most likely due to overall pt health. He stated that in retrospect, the pt should not have been implanted due to poor health.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.